Event description:
Physician was using a silverhawk ss+ in a 3mm stent placed in peroneal (aware usage was off label). The physician made a couple of passes, and the device became caught on a stent strut. The physician tried to free it, but ended up pulling the stent out of place and advancing it proximally. The physician then put a sheath over the silverhawk ss+ and stent, which were then pulled into the iliac. The physician left it there until the procedure was finished. The physician noted there was a clot in the tpt and peroneal. He put a spider filter down, used angiojet, and was able to catch some of the clot (too voluminous to catch everything). The physician used a catheter to remove the plaque-clot mix. After the case, he pulled the silverhawk out, but unfortunately, the stent was no longer attached. He used ultrasound but could not find the stent. He decided to have the nurse hold pressure for 25-30 minutes, and it stopped the bleeding. He used ultrasound but was unable to find the stent. Since the pt was stable and the bleeding ceased, he decided not to send the pt to surgery. He said he thinks the stent migrated downstream, but has no idea where. There is no reported injury to pt.